Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified subclavian artery. A 6.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.